Manufacturer narrative:
(B)(4). To investigate the customer issue, the investigation team reviewed the complaint text, the returned attachments, the instrument history, and architect system labeling. The field service representative resolved the customer issue by replacing the 1 ml aspiration syringes. The service history revealed that another ticket from the customer was opened on (B)(6) 2011 for depressed concentrated calcium patient and quality control results. The issue was resolved by replacing all 1 ml aspiration syringes on (B)(4) 2011 and the ticket was closed on (B)(4) 2011. The complaint text for this other ticket states that the 1 ml aspiration syringes and check valves were replaced due to damage on (B)(4) 2011. Additionally, the damage to the 1 ml syringes could have occurred when the syringes were replaced 5 days prior. The system logs were reviewed a week later and no further issue with sodium fliers and/or ict discrepant results were observed. The architect operations manual section 10 for observed problems erratic results, poor precision- ict results provides corrective actions that includes but not limited to: 1 ml syringes in the ict aspiration pump or in the ict reference solution pump are not seated correctly, 1 ml syringes in the ict aspiration pump or in the ict reference solution pump are leaking, and ict check valves are not connected correctly or not functioning. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up MDR will be submitted when the evaluation is complete. An investigation is in process.

Event description:
The account stated the architect c16000 analyzer was generating inconsistent sodium patient results. One example provided showed an architect c16000 sodium = 156.2 mmol/l on a specimen that repeated at 107.1, 106.7, 111.4, 106.8, 106.7, 108.7, 107, 107, 106.9, 108, 104.9 mmol/l. No specific patient information was provided. The incorrect architect c16000 sodium result was not reported outside of the laboratory. No impact to patient management was reported.